Event description:
Caller reported receiving occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Customer declined to trouble shoot the issue with tandem technical support; therefore, no additional information was received regarding the outcome of the event.